Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastipak¿ syringe luer slip was found with "scale marking incorrect.scale starts near unit 0.2 ml." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: the sample sent by the customer was verified and it was possible observe scale marking issue ¿ scale misaligned. The probable cause for the defect is related to failure at printing system at the marking machine entrance, allowing the product to flow through the process. The production operator will be notified from this occurrence. DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.